Event description:
It was reported that during the implant attempt into the right atrium the lead helix did not extend after approximately fifty rotations. The lead was not used, and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, and the lead was stretched and appeared to have been damaged at implant.